Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k #: product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -6.0 diopter, into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019, the lens was explanted and the surgeon performed phaco-emulsification and an iol was implanted. The surgeon reports lens opacity-cortical. The cause of the event is listed as unknown.